Event description:
The insulation on the extended shaft was compromised at the distal section during breast augmentation surgery, resulting in a topical burn on the patient's skin 1 cm adjacent to the incision.

Manufacturer narrative:
Device evaluation on 10/09/09: during visual inspection of the returned ext shaft, damage of the insulation was noted near the distal transition section on the shaft assembly. The root cause of the failure was determined to be pinching of the insulation during a manufacturing step resulting in scuffing of the insulation at the distal transition which led to insulation failure during use. The extended shaft is now being manufactured with a double layer of insulation. Investigation results: inspection of the lot history record for plasmablade ext noted that a ncr was initiated due to the nose tip cracking when the device was wiped with 70/30 ipa prior to final packaging, the ncr issue was not related to the insulation failure. The root cause of the failure was a combination of the shaft subassembly design (B) (4) and finger grip over-molding process. The distal transition location had a step transition and during the over-molding of the finger grip process the transition location may have been slightly pinched which resulted in minor scuffing of the insulation at this junction which resulted in insulation failure during use. This failure mode was noted on previous complaints (B) (4) and a corrective action report (car) has been initiated to address this failure mode. (B) (4) details of corrective and preventive actions proposed to address the failure observed. After the three incidents, all plasmablade ext devices in inventory were reworked to add an additional layer of insulation on the ext shaft as preventive action, and this device was in the field at the time of the rework and was not reworked. As of now, all ext shafts for the plasmablade ext devices are double insulated and there has not been an incident with insulation failure at the transition locations. Peak surgical will continue to monitor for future reoccurrence.